Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse and the robotic coordinator were able to reproduce the symptoms experienced during the procedure. Investigation revealed that the drape in use interfered with universal surgical manipulator (usm) 1's ability to insert properly, causing the usm to catch on the drape. As a result, the first assistant attempted manual insertion using the clutch button but failed to press the clutch button again to return the usm to surgeon control. Consequently, the usm remained in a flashing blue status, rendering it uncontrollable from the surgeon side console (ssc). The surgical team chose not to restart the system or conduct further troubleshooting during the procedure and proceeded with a laparoscopic conversion. The fse subsequently performed a system test drive. All instruments engaged and inserted without issue, and the system functioned as intended. The customer was informed of the findings, and the system was released back for clinical use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an improper draping that obstructed usm1, leading to incorrect clutch use and loss of control from the surgeon console.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had issues with the endoscope universal surgical manipulator (usm). The customer was not able to verify what usm the camera was installed on. Tse verified error 282 and 100 in logs for usm1 and usm4. The customer was not able to provide further details of the situation, but reported they decided to proceed to lap due to the issue. The procedure was converted to laparoscopic surgery with no reported injury.